Event description:
It was reported that the patient attended the clinic to exchange her tempo+ speech processor to the new opus 2 speech processor. Testing carried out at the time showed that 10 of the electrode channels of the electrode array had high impedances. Only 2 channels were ok. Historically there has been a progressive damage of the electrode array.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.